Event description:
A customer contacted beckman coulter inc. (Bci) in regards to methanol leak inside the coulter lh 750 slidestainer. The operator was wearing proper personal protective equipment. No reports of erroneous patient results have been reported due to this event. No exposure to mucous membranes, open lesions, death or injury was reported. No impact to customer or patient treatment has been reported in association with this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced fill pump/bath 5, drain lines and cleaned the unit. A clear root cause can not be determined for this event.